Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. As the patient¿s access vessel condition was not good with pre-existing calcification present, an attempt was made to pre-dilate the access vessel using a 16-fr gore® dryseal sheath with hydrophilic coating (dsl1628j/17483527). Some resistance was met while the introducer sheath was being advanced, and an angiography revealed a rupture of the left external iliac artery. It was reported that the patient¿s access vessel diameter was 5.1mm ¿ 6.4mm. A gore® viabahn® endoprosthesis was implanted to repair the rupture. Then, a 22-fr gore® dryseal flex introducer sheath was advanced from a puncture site in the left common femoral artery. The delivery catheter was advanced through the 22-fr sheath and two endoprostheses were successfully deployed. Upon withdrawal of the 22-fr sheath, dissection of the left common femoral artery was suspected with this artery not being visible on an angiography. Additionally, bleeding was revealed from the puncture site. An attempt was made to repair the access site dissection and bleeding, but it was difficult to advance the guidewire. It took a long time to achieve the guidewire access, which resulted in thrombosis of access vessel from the left external iliac artery including the existing gore® viabahn® endoprosthesis to the left common femoral artery. Thrombectomy was performed to treat the thrombosis, but during this procedure, the remaining thrombus spread distally and occluded the blood vessels of the left lower extremity. Then, another gore® viabahn® endoprosthesis as well as non-gore manufactured vascular stent were implanted from the left external iliac to the left common femoral arteries to repair the access site dissection and bleeding. The patient tolerated the procedure. On (B)(6) 2018, a computed tomography (CT) was run, revealing that the access site bleeding was resolved, though the patient¿s hemoglobin level dropped. Also, further health problems relating to occlusion of the left lower extremity were not revealed.